Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient experienced claudication. Device remains implanted. Per report, in 2007, subject presented to the hospital with calf pain and abulation. The foot was cool to touch and pale. Subject had venous doppler studies done on both lower extremities showing no acute dvt, however, an arterial duplex performed shows absent flow suggestive of left lower extremity occlusion. Subject was not considered a candidate for a covered stent, subject had received many interventions in the past two years for small vessels and poor run off, and it was considered very unlikely any intervention would fair any better, and could be a potential source of distal embolization. Subject discharged home on medical therapy the next day.